Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It was reported that there was partial detachment of the electrodes; therefore, it is possible the wand was used against a bony, sharp, or otherwise hard surface, which could have caused damage to the tip of the wand. The ¿sparking¿ observed is most likely related to possible detachment of adhesive around the spacer which allows saline to enter the cap. With saline present under the cap, unintentional plasma can be created causing ¿sparks¿. The instructions for use provides many warnings and precautionary statements related to the proper use of the device, including but not limited to: - "the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. Do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device and/or a cracked spacer leading to patient injury." "Excessive wear of or damage to electrode from vigorous use against very dense or bony surfaces may lead to compromised performance resulting in patient injury." There are no indications to suggest the wand did not meet product specifications upon release into distribution.

Manufacturer narrative:
.

Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs wand, the surgeon alleged that the wand was not working well. The surgeon decided to turn the ablation setting up significantly and then alleged that the wand started throwing sparks and only had a partial plate left at the tip. The procedure was completed using a backup device. There were no significant delays or patient complications reported as a result of this event.